Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection. During retraction of the bowels, a snapping sound was heard. The device no longer worked. Later, they found a piece of plastic in the abdomen. The plastic piece was retrieved with a grasper. To complete the case, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Additional information :evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the clevis pieces was broken and on both sides of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A relationship between the device and the reported incident of broken clevis was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.